Event description:
Related manufacturer report number: 3006705815-2022-18715. It was reported that the patient's leads had migrated. Surgical intervention was undertaken and the leads were explanted.

Manufacturer narrative:
Patient weight is estimated. Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.